Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. A water filled reservoir and infusion set was installed in the reservoir compartment, the insulin was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen with water exiting the infusion set. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the summary screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump had minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the device could not deliver bolus. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.